Manufacturer narrative:
(B)(4). Baxter evaluated the device in question for 24 hrs and found all keys to perform as expected and no keys resulted in an incorrect response or double entry. The keypad was delaminated and examined under a microscope and no failures were evident on the keypad.

Event description:
It was reported that when the ok key on a pump keypad is selected, the device ¿shuts off;¿ and the 3rd soft key and the #2 key are inoperable. It was also reported that there was no pt involvement.